Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13806. It was reported the patient lost therapy. Diagnostics showed high impedances on one lead and during the procedure the physician noticed the second lead had a part of the lead that looked black. In turn, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Conclusion statement: the reported event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) had a broken internal channel 2 wire. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.